Event description:
Device 1 of 6: ref MFR report# 1627487-2013-23331, 23333, 23334, 23341, 23342. The pt has 3 ipgs implanted and reported he experienced uncomfortable heating while charging the ipg located on his left side. The pt was sent 3 replacement charging systems as the next course of action. It is unk which ipg is implanted on the pt's left side; therefore, all possible ipgs are being reported. The pt also had 3 charging systems and it is unk which charger is associated with the issue; therefore, all charger lots are being reported. On 08/01/2012 st. Jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.